Event description:
The rep reported the device was used during an unknown procedure. It was reported the er420 clips scissored. Another was used and those clips scissored also. The case was completed using this instrument. There was no consequence to the pt.